Event description:
It was reported the pump had been alarming for two days. The patient was due for a refill of their pump. The patient had been unable to find a physician to perform the refill. Review of telemetry strips indicated it would be approx 7.68 days before the medication in the pump was completely depleted. Three days later, it was reported there was difficulty filling or aspirating the pump reservoir. The hcp thought a pocket fill may have occurred. The pump was refilled and when the reservoir was checked to make sure the pump was filled, no drug could be aspirated. Another refill kit was obtained and the reservoir accessed again with no fluid return. The drug used was lioresal 2000 mcg/ml (40 ml volume). The patient was doing fine. The hcp was planning to admit the patient for monitoring. Additional information received indicated the patient did not experience any symptoms associated within the pocket fill. No additional treatments were required to remove drug from the pocket. Flouro was used to identify the fill port. The pump was not flipped. The daily dose was decreased. The pump was filled and the patient had no problems.